Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus/basal. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was unable to complete the rewind sequence. Motor error occurred 3 times in the last 30 days and the alarm history showed a motor position encoder error alarm. Blood glucose value was 15 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery, and another error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The rewind functioned properly during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a broken belt clip slot.